Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, the subject and thunderbeat were used. An u508 error occurred. Usg-400 was exchanged, but the same error occurred. The intended procedure was completed with another thunderbeat. No patient injury was reported.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the lot number of the subject device is unspecified, the manufacturing record could not be checked. However, it is judged that there was no irregularity with the device when it was shipped because full inspection is conducted. Based on the past similar cases, it was known that the tissue pad of thunderbeat was damaged and an error occurred since the user activated output while the user grasped a thick and hard tissue at the distal part of the grasping section. It is advised to check ¿chapter 8 troubleshooting¿ of the instruction manual when this type of error is displayed.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".